Manufacturer narrative:
The product was not returned for evaluation. The review of the device history records associated with the device did not find any nonconformances. There were no products in finished goods inventory with this part number and lot number combination to check. Additionally, there have been no other reported complaints for this part number and lot number. Limited information has been provided at this time. If additional information is received, a follow-up report will be submitted.

Event description:
It was initially reported that "there is patient loss hearing after operation of fluoroplastic piston. The patient hear for the first 3 days after operation then loss hearing." It was later reported "after the operation, the patient loss hearing for 3 days then returned hear that is because of the patient was suffering from inflammation then he treated from this inflammation."